Event description:
Medical was reviewing some past adverse events in the complaint database and determined this complaint should have been determined serious. Stated problem: incident reported by (B)(6). A (B)(6) female had flexiseal inserted (B)(6) 2011. She had c diff with diarrhea. She had a colonoscopy on that evening and the ulcerations were noted where the balloon had been placed. The event was charted and photographs taken. The fms was removed prior to the colonoscopy and was not reinserted. Discharged home (B)(6) 2011. No add'l info available. Rectal ulcers were noted via a diagnostic colonoscopy, performed after removal of the device, within 24 hrs after it's insertion. The pt was discharged to home w/o any description of sequela noted. From a clinical perspective, a causal relationship between the rectal ulcers and this event is deemed possibly related because the sores were in the area of the flexi-seal balloon. The pt was on multiple medications, including lovenox and amlodipine, which could have rendered the rectal tissue friable and vulnerable to injury. The event is an anticipated adverse event and is deemed serious as the device is deemed removed to prevent possibly more serious complications such as bleeding.

Manufacturer narrative:
(B)(4).